Manufacturer narrative:
(B)(4), no code available for removal of foreign body.

Manufacturer narrative:
Visual analysis of the returned fiber revealed 1.0 mm of exposed tip remaining. The pattern on the tip face confirmed fiber degradation and fiber fracture.

Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using a flexiva 1000 laser fiber, the fiber cracked at the tip and broke off into the bladder. The physician was able to remove tip of the fiber with graspers. Laser energy from a 100 watt vera pulse laser set at 1.0 joule and 50 hertz was being used with the fiber. The settings were decreased to 0.8 joules when the tip of the fiber started breaking. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that during a bladder stone procedure using a flexiva 1000 laser fiber, the fiber cracked at the tip and broke off into the bladder. The physician was able to remove tip of the fiber with graspers. Laser energy from a 100 watt vera pulse laser set at 1.0 joule and 50 hertz was being used with the fiber. The settings were decreased to .8 joules when the tip of the fiber started breaking. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.